Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew3096 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that extra matters were found with the lateral side of the catheter wall below the securement wing when adjusting the catheter after placement. Due to the concern about subsequent problems, the catheter was removed and a new one was implanted.

Event description:
It was reported that extra matters were found with the lateral side of the catheter wall below the securement wing when adjusting the catheter after placement. Due to the concern about subsequent problems, the catheter was removed and a new one was implanted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of excess material on the catheter was confirmed and the cause was manufacturing related. The product returned for evaluation was one 5fr d/l powerpicc catheter. No obvious sue residues were observed. Purple material was observed on the catheter shaft just distal of the molded joint. The material appeared continuous and consistent with the molded joint material. Microscopic inspection and manipulation of the material confirmed it to be continuous with the molded joint material. The material on the catheter appeared to have been deposited during the joint molding process. Photographs have been forwarded to the manufacturing site for further evaluation. H3 other text: evaluation findings are in section h11.